Event description:
I've had the essure for many years now and have had problems with headaches, body aches, joint pain, dizziness, heavy bleeding and clotting, bloating, weight gain, mood swings and pain in the pelvic area...also painful intercourse!